Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed.

Event description:
Three probes placed into tumor, the freeze cycle was begun and all three probes from the 3pk frosted up the shaft through the skin. Three small lesions 1/2cm in diameter were noted on the skin post procedure.